Manufacturer narrative:
Product ID: 3889-28 lot# unknown, explanted: (B)(6) 2015, product type: lead.

Manufacturer narrative:
Implant date is an approximation. Concomitant medical products: product ID: 3889-28, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer, via the manufacturer representative, reported that a loss of therapeutic effect was experienced. The lead was broken 2 cm from the header block of the implantable neurostimulator (ins). There was a loss of current and an impedance measurement showed values over 4,000 ohms. It was stated the patient had a history of bulimia and anorexia. The patient had lost 10 kg and this caused the problem of the lead fracture, because the fracture was directly after the ins can, nicking. The lead was replaced and a new ins was also implanted because the previous ins showed a low run time of 30%. The issue was resolved. A follow up report will be sent if additional information is received.